Manufacturer narrative:
Device used for treatment, not diagnosis additional narrative: original alert date was corrected to 15jan16 from 18jan16. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis terzis, julia m.d., ph.d, barmpistioti, antonia, m.d (2009). ¿wrist fusion in posttraumatic brachial plexus palsy¿. American society of plastic surgeons; prsjournal (2027-2039). United states article. This report is for unknown curved compression plate, unknown quantity, unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, terzis, julia m.d., ph.d, barmpistioti, antonia, m.d (2009). "Wrist fusion in posttraumatic brachial plexus palsy". American society of plastic surgeons; prsjournal (2027-2039). United states article. The charts of 97 patients who underwent secondary procedures for hand reanimation between january 1978 and january 2006 were reviewed retrospectively. The purpose of the study was to determine if wrist fusion was successful in patients with brachial plexus palsy in providing stable and painless carpus improvement. The following complications were noted in 3 patients:two patients developed post-operative hematoma and one patient developed infection. This is report 1 of 1 for (B)(4). This report is for an unknown curved compression plate. This report is for 1 device.